Event description:
Two devices (part# mco13c and scp337a) were returned for repair in mxi service and repair. "Repair request under warranty: one broken alligator jaw microforceps ref. No. (B)(4) one rotating suction cannula ref: (B)(4) pierced".

Manufacturer narrative:
Concomitant products: second device - scp337a (lot: 06/10) - mfg date: 06/2010. Complainant/facility: (B)(6). Eval of this instrument indicated that the end of the movable jaw was broken. Microscopic inspection indicated signs of excessive pressure and a clean break (no incipient fracture). The break was most likely a result of being dropped or excessive force on the jaw. Scp337a: eval of this device indicated that the tube was twisted and punctured. It is very likely that the tube suffered excessive torsion pressure (twisting), which lead to the puncture. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).